Event description:
Livanova deutschland received report about an electronic venous evo clamp that did not close completely, during priming. There was no patient involvement.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016, which is the FDA compliance date to implement UDI code. H11: livanova field service engineer was dispatched at customer facility and reported that, according to the user, clamp was not able to maintain closure at 0%. To solve the problem, device calibration was performed and, after performing all the functional tests with positive results, unit was sent back to service. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.